Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that since 2015 (about a year ago) when the patient would move a certain way they would feel a pinch and burn sensation at the ins site. The patient stated that it was very uncomfortable. The patient thought that since 2015 the ins pocket was too big.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the circumstances that led to the pocket being too big was that it seemed to get larger with time, and it may have been because of weight loss. The step taken to resolve the pinch/burn at the pocket site when you move a certain way has been to change positions.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their pocket size has always been too big. They noted that nothing has been done to resolve their issues of pinching and burning at their pocket site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.